Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported signal drops on the 4th and 5th floor. The customer said that the signal would drop out at random in several sectors. The mx40 tele and the piic ix central station devices were in use monitoring multiple patients at the time of the event. No adverse event involving patient or user was reported.